Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported difficult to advance/position was not confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that can contribute to difficult to advance/position include, but are not limited to, guiding catheter lumen obstructions, kinks, bends, procedural technique (devices not properly supported or coaxially aligned), anatomical conditions, or interaction with other devices. In this case, it is possible the device may have interacted with the 70% stenosed lesion during advancement, resulting in the reported failure to advance. It is also possible that the device was not coaxially aligned in the guide catheter during advancement, as resistance was noted, contributing to the reported difficult to advance/position; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a perforation in the left anterior descending artery. The 3.50x16mm rx graftmaster stent delivery system (sds) was advanced however resistance was met with the guiding catheter and the sds failed to cross the lesion. The sds was exchanged for a new graftmaster to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.